Event description:
I was admitted for brain swelling due to my breast implants I've had many adverse side effects from them also. I suffer from headaches fatigue dizziness blurred vision. Headaches, brain lesions, extreme fatigue, ibs, joint pain, unexplained rash elevated liver enzymes. FDA safety report ID # (B)(4).